Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report losing consciousness while working out which required medical intervention on (B)(6) 2015, and that their continuous glucose monitoring system displayed inaccurate readings compared their blood glucose. The patient passed out at the gym, awoke to people administering honey fingers. The paramedics were called and when arrived administered glucose. The patient is reported to be good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.